Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium powerport isp - groshong products that are cleared in the us. The pro code and 510 k number for the titanium powerport isp - groshong products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported expulsion issue as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method) h11: d6 (medical device explant date), h6 (device) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port was allegedly very visible and prominent. It was further reported that the patient experienced skin erosion above bump on port. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium powerport isp - groshong products that are cleared in the us. The pro code and 510 k number for the titanium powerport isp - groshong products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and three days post a port placement, the port was allegedly very visible and prominent. It was further reported that the patient experienced skin erosion above bump on port. Reportedly, the port was removed. The current status of the patient is unknown.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced skin erosion above bump on the port. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.